Event description:
The date of the event is estimated. Dr (B)(6) performed a lumbar laminectomy using quill srs 2-0 pdo for intermediate closure and 2-0 monoderm for closure of the skin. The surgeon stated that thirteen (13) days post operative, the pt experienced wound dehiscence of the intermediate and superficial layer. Culture and sensitivities were taken and showed growth of (B)(6). I & d procedure was needed and antibiotics were administered for treatment of the infection. No additional info was provided.

Manufacturer narrative:
No samples were available for eval. Therefore, no testing can be performed. The item/lot code info was not provided. Therefore, the expiration date and mfg date are unk. Additional item reported by this customer: 2-0 pdo; model/catalog #: unk; lot #: unk; exp date: unk; device MFR date: unk; 510 (k) #: k051609. Method: the devices were not available for eval. No product eval can be performed. Results/conclusion: the devices were not returned for eval. No product eval can be performed. Without the finished good lot numbers, relevant portions of the device history records could not be reviewed. It is uncertain if the quill srs material attributed to this event. A definitive conclusion cannot be drawn at this time. Angiotech reference: (B)(4), quill srs monoderm / quill srs pdo item unk, size 2-0, lot unk.